Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As there was no sample or photo available for evaluation, a root cause could not be determined. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported with the use of the bd complete kit for microbiology & ua chemistry urine testing there was an issue with difficult removal. It was stated ¿tubes are getting stuck in the urine cup lid. Making it difficult to pull out and some clinicians have been stuck.¿ there was no report of injury or further medical intervention.